Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. No products were returned to isi for failure analysis evaluation. Isi has also attempted to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. As of 5-apr-2022, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. The stapler logs were reviewed by an isi advanced failure analysis engineer (fae) and the following findings were obtained: the logs show sureform 60 stapler instrument (part #480460-09, lot #t91211015-0247) was installed 5 times and fired 5 reloads (4 green and last one was white). All firings were completed per the logs with no error or any issue with the stapler. There were no incomplete clamps by this instrument. The logs did not show any related errors. The case was reviewed by the isi clinical development engineering (cde) team and the following information was obtained: there is a known risk for firing across staple lines. When a stapler is fired across an existing staple line, staples may be pushed out of the staple line, which can cause tissue damage or dehiscence. This can lead to the formation of a fistula where the stomach contents may leak. There is a "warning" in the user manual against stapling across hard objects such as staples: "warning: make sure that no obstructions (such as clips, staples, bone or other hard objects) are between the jaws. Firing over an obstruction may result in incomplete cutting action and, or improperly formed staples". This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted sleeve gastrectomy procedure, the patient developed a fistula on pod #8. The surgeon believes the post-operative complication was related to the last staple fire with the sureform 60 stapler instrument. As a result of the fistula, the patient was treated with antibiotic therapy as well as endoscopic drainage with a pigtail catheter. The patient was discharged home with water permitted and parenteral nutrition. The cause of the post-operative fistula is unknown. Blank MDR fields follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that after completion of a da vinci-assisted sleeve gastrectomy procedure, the patient developed a fistula possibly related to the use of the da vinci sureform stapler instrument. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the incident was identified after the procedure. The patient was re-admitted on post-operative day (pod) #8 due to sepsis. The patient had fever (temperature of 39° c) and "c reactive protein" was at 138. A CT scan performed on (B)(6) 2022 showed an infiltration of the upper part of the gastric stapling and an endoscopy performed on (B)(6) 2022 confirmed the fistula. The patient was treated with antibiotic therapy as well as endoscopic drainage with a pigtail catheter. The patient was discharged home with water permitted and parenteral nutrition. During the robotic procedure, there was crossing of a row of staples during the last firing. According to the surgeon, there was also an unspecified issue with the firing of the first stapler reload due to the addition of seamguard (buttress material) but there was no fistula problem at that level. Per the surgeon, the fistula occurred in relation to the last firing. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information about the incident but the surgeon declined to provide further information.